Event description:
A customer obtained a non- reproducible, lower than expected vitros tsh result (3.82 vs. An expected result = 5.33 miu/l) from a proficiency sample while using the vitros 5600 system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report that patient sample results were questioned. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number 1463700 / ivd 289091.

Manufacturer narrative:
The investigation determined that a non- reproducible, lower than expected vitros tsh result was obtained from a proficiency sample while using the vitros 5600 system. The investigation was unable to determine a definitive root cause. There was no evidence that an instrument or reagent related issue contributed to the event.